Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty recharging her ipg due to weight loss. As such the device became inoperable. Subsequently, the patient underwent surgical intervention at which the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure and the reported issue is resolved.